Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset, and that the self-adhesive of the infusion set was wet. It was alleged that "this has happened on at least 6 cannulas all from the same batch". The customer alleged the infusion sets she had from a particular box were defective. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.